Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload the cartridge with 80 units or more of insulin. Issue was not occurring at time of call; issue occurred in the past. Customer experienced an elevated blood glucose level displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose level by administering a correction injection using multiple daily injections (mdi). Tandem technical support guided the customer through loading a new cartridge, allowing the customer to resume insulin deliveries, and no further actions were needed.